Event description:
Contact reported that while removing the staple inserter one of the three tabs broke free and something punctured the left iliac artery. This resulted in blood loss and vascular surgeon was brought in to the case and the patient stabilized. Contact reported that the patient went home the next day and there were no adverse consequences as a result of this event.